Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Field service engineer (fse) duplicated complaint: unit failed est with code relief valve cracking pressure out of range (3122). Fse replaced the patient circuit, and reattached the external o2 sensor properly. Unit passed the pressure accuracy test successfully. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit failed the pressure relief test during extended self-test (est). No patient involvement.